Manufacturer narrative:
The device was received by nuvasive and confirmed the fractured tip complaint. It is unknown if the surgeon utilized hand tightening as no torque device information was provided. Manufacturing review identified lot nm4017 was released to the field in oct 23, 2020. Review of the returned driver identified the distal engagement tip fractured off sub-flush at the driver shaft with a fracture pattern indicating a high load torsional fracture indicating excessive torque applied possibly from an out of calibration torque handle or hand tightening. The fractured tip per surgeons prerogative was left in-situ fixed in the screw head and not a concern for migration, review of the stainless steel materials that were unretrieved in this event can be considered to exert very low toxicity potential and to pose negligible risk to the patient. No additional investigation required. Manufacturing review: review of the device history record notes no material non-conformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "...warnings, cautions and precautions: all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not implant the instruments: complications to the patient may include, but are not limited to: nerve damage, paralysis, pain, or damage to soft tissue, visceral organ, or joints. Dural leak in cases of excessive load application or impingement of close vessels, nerves, and/or organs by slippage or misplacement of the instrument. Bony fracture, especially in the case of deformed spine or weak bone. Infection, if instruments are not properly cleaned and sterilized. Breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient. Pain, discomfort, or abnormal sensations resulting from the presence of the device..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." "...intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..." Corrected or updated information found on sections: b4, d9, g3, g4, g6, h2, h3, h4, h8 and h10.

Event description:
Corrected information listed on h10.

Event description:
It was reported that the patient underwent an initial open posterior fixation procedure from t10 to iliac. During the procedure, while the surgeon was final tightening the left t11 lock screw, the tip of the final lock screw driver fractured off within the lock screw. The tip was left in-situ, embedded in the lock screw. Another driver was used to complete the procedure. No further patient impact was reported. No additional information was provided.

Manufacturer narrative:
No device was returned to nuvasive for evaluation; the reported event was confirmed by review of photographs of the fractured driver. No operative notes and/or radiograph images were provided for review of usage/technique. Information regarding the torque handle used and/or the patient's bone quality was not provided. A review of the device history record was performed and no discrepancies were found. A definitive root cause was unable to be determined with the information provided. Labeling review: "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...the instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury..." "...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted...." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.